Event description:
It was reported that they broke a stem inserter shaft our of the synergy broaches tray at nsf. No injury to patient or delay on the procedure.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the stem rod impactor revealed that the threaded end of the impactor has fractured off. The fractured tip was not returned with the complaint device. If the threaded end of the impactor is subjected to side loading, mechanical overload or material fatigue may cause the end to fail. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.